Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
The customer's son reported via phone call that the insulin pump had missing pieces on the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer's son stated that the o-ring would not stay in. The customer's son was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.